Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter, but further information was unable to be obtained.

Event description:
It was reported that this pacemaker system was schedule for a magnetic resonance imaging (MRI) scan, and a pre-scan device check revealed right ventricular (rv) lead noise on the presenting electrogram (egm) with no reported patient symptoms. It was noted that the patient was pacer dependent. Technical services (ts) discussed troubleshooting options, explaining that an updated MRI order was needed to program the rv from unipolar to bipolar. The MRI was not completed at this time, and this rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the rv lead was replaced due to episodes with noise and non-capture in bipolar. No pacing inhibition was reported. The pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system, and a new rv lead was connected to the rv port. It was noted the chronic rv lead was plugged into the lv port to ensure there was no abandoned lead to allow for at least non-conditional MRI. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system was schedule for a magnetic resonance imaging (MRI) scan, and a pre-scan device check revealed right ventricular (rv) lead noise on the presenting electrogram (egm) with no reported patient symptoms. It was noted that the patient was pacer dependent. Technical services (ts) discussed troubleshooting options, explaining that an updated MRI order was needed to program the rv from unipolar to bipolar. The MRI was not completed at this time, and this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was schedule for a magnetic resonance imaging (MRI) scan, and a pre-scan device check revealed right ventricular (rv) lead noise on the presenting electrogram (egm) with no reported patient symptoms. It was noted that the patient was pacer dependent. Technical services (ts) discussed troubleshooting options, explaining that an updated MRI order was needed to program the rv from unipolar to bipolar. The MRI was not completed at this time, and this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter name. At this time, no further information is available. Should additional information become available this report will be updated. Correction to e1: initial reporter zip code populated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter, but further information was unable to be obtained. Correction to e1: initial reporter zip code populated.

Event description:
It was reported that this pacemaker system was schedule for a magnetic resonance imaging (MRI) scan, and a pre-scan device check revealed right ventricular (rv) lead noise on the presenting electrogram (egm) with no reported patient symptoms. It was noted that the patient was pacer dependent. Technical services (ts) discussed troubleshooting options, explaining that an updated MRI order was needed to program the rv from unipolar to bipolar. The MRI was not completed at this time, and this rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the rv lead was replaced due to episodes with noise and non-capture in bipolar. No pacing inhibition was reported. The pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system, and a new rv lead was connected to the rv port. It was noted the chronic rv lead was plugged into the lv port to ensure there was no abandoned lead to allow for at least non-conditional MRI. No adverse patient effects were reported. Additional information received reported that rv lead fracture was noted during the device replacement procedure. Ts was consulted for next steps regarding this rv lead, such as surgically abandoning the lead or placing a temporary pacing wire for the procedure. The surgery was completed successfully with the rv plugged into the lv port. No additional adverse patient effects were reported.